Manufacturer narrative:
Additional information: device manufacture date provided.

Manufacturer narrative:
Patient weight not available from the site. Device manufacturing date is unavailable at this time. No parts have been received by the manufacturer for evaluation. No parts returned for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion procedure the grey navlock tracker on the imaging system was damaged. The representative reported that the 'flanged broke off' of the grey navlock tracker. The broken piece was recovered. There was no delay to the procedure was a result of this issue and no impact on the patient outcome. No additional information provided.